Event description:
Patient had been placed on the hovermat for staff to use when positioning the patient. When staff were trying to move the patient up in bed, the hovermat tore approximately 12 inches on the side. No equipment or devices near the patient/mattress at the time of occurrence. Staff reported that the hovermat tore due to patient's size/weight. Tear occurred on the last day of patient's admission. Hovermat had been used throughout patient's stay for all lifts/repositioning needs. Patient was hospitalized for 23 hour observation.